Manufacturer narrative:
H3 other text : error logs sent in but the device has not been returned to the manufacturer.

Event description:
The manufacturer received information that the device did not meet the acceptance criteria of the evaluation process for the following conditions: "critical errors". The device was received and evaluated by the manufacturer. A review of the log files showed internal li-ion battery permanent failure. The internal battery is the final power source. Failure of the internal battery may impact therapy.